Event description:
It was reported that the patient implanted with this right ventricular (rv) lead presented to the clinic for a routine device check with complaint of dizzy spells, racing heart and pre-syncope. A device interrogation was then performed. It was noted that the patient was 100 percent rv paced. The rv lead trends showed a gradual increase in pacing impedance measurements from 500 ohms to 1,100 ohms. Previous rv threshold measurements were noted to be 1.3 volts at 0.8 milliseconds. The programmed rv output was noted to be 2.6 volts at 0.8 milliseconds. An rv lead threshold test was then performed with the test starting at 2.0 volts at 0.8 milliseconds. The lead exhibited high threshold measurements and loss of capture (loc) during threshold test; however, no loc was visible on the electrogram (egm). While the test was being performed, the patient began snoring and then experienced a syncopal episode (lost consciousness). Threshold testing was then stopped and the patient regained consciousness. It was noted that the duration of threshold testing was 10 to 15 seconds from start to finish. Electrocardiogram (ECG) leads were then placed on the patient and threshold testing was again performed beginning at a much higher threshold measurement. The measured threshold was noted to be 2.0 volts at 0.8 milliseconds. Outputs were then reprogrammed to 4.0 volts at 0.8 milliseconds. The patient experienced dizziness, nausea, shaking and a headache post syncope (loss of consciousness). The root cause of the loc was felt to be due to a rapid increase in threshold measurements. The patient was then transferred to the emergency department by ambulance for further lead assessment. Further evaluation was performed, and all tests were noted to be normal. Lead replacement was discussed; however, no procedure has been scheduled at this time. The patient was discharged home. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.